Event description:
The customer reported the generation of erroneously low patient result for total bilirubin (tbil) on their dxc 600i clinical chemistry analyzer. The customer repeated one low patient sample on another dxc analyzer and obtained higher result. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for this patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found a defective source assembly photometer. The fse replaced the source assembly photometer to resolve the issue. The beckman coulter internal identifier is (B)(4).